Manufacturer narrative:
The event occurred in (B)(6). Product cannot be returned legal/customs.

Event description:
It was reported that a button on the patient's infusion device was not functioning. At the time of report, it was not specified which button. No adverse event was reported. The infusion device can not be returned for legal and customs issues.